Event description:
A malfunction on a customer's pump was reported with no notable events occurring prior to the malfunction. Blood glucose levels did not exceed 500 mg/dl, so there was no adverse impact. The customer reset the pump, but the malfunction recurred. Technical support resolved the issue by arranging for a replacement pump and providing instructions for returning the problematic pump to tandem. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.